Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer stated that his 8015 was given him the error code of 133.6080. He wanted to know why he was still getting this error code after he had just replace the backup speaker from which the code was given. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that if he replaced the backup speaker and he's still getting this error code, I explain to the customer that he may need to replace the main speaker. I also explain to the customer that if the error code continues then he would have to replace his logic board. The customer stated that he would just send the 8015 in for repair.